Manufacturer narrative:
Initial.

Event description:
It was reported that a patient using the ilet bionic pancreas experienced hypoglycemia about two hours after a meal and contacted support for insulin dose guidance; device reports indicated the pump had suspended insulin delivery in response to a detected glucose drop, and the patient was advised to follow up with their physician. Symptoms included low blood glucose. Outcomes included self-treatment with oral glucose. Investigation included review of device-reported data and provision of troubleshooting and education. Investigation of this case revealed no device malfunction, with automated insulin suspension functioning as designed while the specific cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.